Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The bag was received with two cuts made by the customer down the entire back side of the bag to empty ingredient. Since the bag was cut completely open, this resulted in the sample being unable to be functionally tested for leakage. The visual inspection and magnified inspection did not identify a leak location. Therefore, the reported condition could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking . The leak was discovered during the quality inspection at the end user site. This report documents no patient involvement or adverse events. No additional information is available.